Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Upon inspection of the device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. Other observations for the device: bending angle in up direction and play of up/down knob does not meet the standard value; adhesive on distal end rubber coating (a-rubber) has a crack, chip, and white-clouded area; forceps elevator knob is dirty; adhesive around objective lens and light guide lens is peeled; distal end cover (c-cover) is dirty; switch (sw) sw4 and sw1 have wear; connection tube has a scratch and a wrinkle; suction cylinder is shaved; and scope connector, sw2, sw1, and sw3 have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: it is not known if the accessories used for reprocessing were normal and without issues. It is not known if the air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
Customer returned the device for evaluation and repair of reduced angulation and crease on insertion tube. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed. It is likely that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.